Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during insertion of an impella cp, the cannula kinked at the motor housing. This was visible via fluoroscopy. The cannula was not able to push the device deeper through the artery to the heart. The device was removed and exchanged. No patient harm was reported.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump returned. Delivery issues: during insertion of the pump, it became kinked at the motor housing and could not advance throughout the artery to the heart. The product was returned for investigation and a kink was observed on the cannula near the motor housing. The cause of the delivery issue was determined to be patient condition as the patient had tortuous vessel conditions preventing successful delivery of the impella. Product damage (cannula kink): during insertion of the pump, it became kinked on the cannula at the motor housing and could not advance. The product was returned for investigation and a kink was observed on the cannula near the motor housing. The cause of the cannula kink was most likely an adverse event related to the patient condition, and it occurred when trying to advance the pump through the patients anatomy, and the patient was reported to have tortuous vessel conditions. Device history review: the device passed all the post sterile inspection checks.